Manufacturer narrative:
The reported field event of an egm anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The device was found to be normal.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported the patient checked into emergency while receiving multiple inappropriate therapies. The session records were reviewed and no tachy episodes or therapies were stored. The device was at elective replacement indicator (eri) and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.